Event description:
Utilizing surgical guide print 003, final implant placement in location #7 deviated from plan and terminated in the cortical plate.

Manufacturer narrative:
An inspection of the returned surgical guide revealed no defects with materials or components, guide placement and fit on a printed model was accurate and secure; a review of the surgical report and drilling protocol indicate the case was properly planned. Planning clinician also evaluated the case and provided the following feedback: "we rechecked the case and digitally everything seems to be in order even though the cbct scan is a bit hazy due to the metal restorative work and slight motion haziness which might have affected the accuracy to a point. Medio-distal placement is consistent with the planning, it seems that the drilling trajectory was slightly more buccal than planned leading to the apex of the implant in very close contact with the buccal plate, however, the original planning had the implant slightly tilted towards the buccal plate to avoid the nuitrient canal in the site and to maintain a screw retained emergence. Other factors that might affect the drilling path could be that the guide was slightly tilted during seating. Review of the post grafting scans shows that bone coverage is suffiecient and follow-up is recommended to ensure graft integration. The most probable cause would be a mixture of the above factors (slight haziness in the cbct scan affecting guide accuracy and having the implant's apex planned close to the buccal plate due to the above reasons)."